Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified; however, no failure was identified related to elevated blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose (bg) was reportedly "high". The customer did not provide a specific bg value and declined to provide additional information regarding the bg level. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.